Event description:
It was reported that the oscillate pedal is broken. There was no significant delay and no patient injuries reported. No backup device available.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted that the oscillate pedal has been broken off. The complaint of oscillate pedal is completely broken off of footswitch was confirmed. Functional testing of oscillate function is not possible due to damage to pedal. The complaint investigation has concluded that the device has exceeded its recommended service life limit and has succumbed to expected wear and tear. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.